Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "broken gamma nail, fracture was detected approx. 3 months after implantation due to pain; when nail exactly broke is unknown.".

Event description:
As reported: "broken gamma nail, fracture was detected approx. 3 months after implantation due to pain; when nail exactly broke is unknown.".

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In relation to this complaint following statement of the non-active implant instructions for use can be mentioned: "these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.". If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.